Event description:
It was reported that after the passing wire was used to pass the suture of a knotless suturetak, the passing wire itself was severely frayed and would not engage in the ar-6068-90l lasso so the wire could not be retracted or pushed out. A second lasso of the same lot was opened for the next anchor and the same exact problem occurred. The rep reported nothing broke off inside the patient. The case was finished by using a birdbeak for suture passing on the final anchor. The rep stated it looked as if something in the lasso was fraying the passing wire as it was being pushed out both times. See source data attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.